Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6)2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2007 - patient was diagnosed with ventral incisional hernia and small bowel obstruction thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected and small bowel within the sac is reduced and incarcerated omentum was excised. A large ventralex mesh was placed on the defect and closed with interrupted sutures.¿ (B)(6)2016 - patient was diagnosed with recurrent partial small bowel obstruction and adhesions thereby underwent laparoscopic repair with lysis of adhesions. Per operative notes, ¿extensive adhesions was seen. Proximal erythematous, inflamed and collapsed bowel was identified in hernia and adhesiolysis was performed.¿ (B)(6)2016 - patient was diagnosed with recurrent incarcerated ventral hernia and bowel obstruction thereby underwent open repair with removal of mesh. Per operative notes, ¿adhesiolysis was performed to free up all the small bowel. The mesh was removed, appeared to be two separate mesh or fused mesh was fenestrated anteriorly and smooth posteriorly. Adhesiolysis freed up all the small intestine. The hernia was repaired with underlay synthetic mesh and interrupted with suture.¿ attorney alleged that the patient had adhesions, bowel obstruction, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 4 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, obstruction, adhesions and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.